Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that her onetouch verioiq meter displayed an error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error message ¿strip fill problem¿ began to appear the month prior to contacting lfs. The patient manages her diabetes with a combination of diabetes medications. She reported that she administered an increased dose of medication (lantus 58 units per day and humalog 4 units before every meal) as result of the error message appearing on the meter. She denied developing symptoms as a result of the alleged issue. Prior to the alleged issue with the meter, the patient advised the csr that on (B)(6) 2014, during a doctor¿s office visit, she obtained advice re her insulin medication (lantus, humalog and novolog). She also advised the csr, that on (B)(6) 2014 at 1:30pm, her blood glucose levels were tested on the doctor/clinic meter and ¿accu-chek was higher¿. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there had been no misuse of the product. The csr walked the patient through resolving the issue, but the matter remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.